Event description:
It was reported that during a surgical procedure at the user facility the cuff would not hold pressure. The unit was making ticking and puffing noises and the pressure jumped from 250 mmhg to 325 mmhg on one of the cuffs. There was no delay, no adverse consequences and no medical intervention.